Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose. The customer had unknown blood glucose levels at the time of the incidents. The customer was at 202 mg/dl at the time of the call. The customer was driving at the time of the low. The customer used food and was given glucose to treat. The customer experienced symptoms such as inability to walk and crying. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will consult their health care professional. The customer reported getting calibration errors and change sensor alarms. The customer also had sensor glucose versus blood glucose differences. The customer reported a low from 5 to 6 years that ended up with broken ankle bones. The customer reported that they were wearing a sensor during the incident. The sensor will not be returned for analysis.